Event description:
It was reported the pt no longer had stimulation. The pt could not get his external devices to communicate with the ipg. F/u identified the physician planned on surgical intervention to address the issue.

Manufacturer narrative:
(B)(4) has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.